Event description:
A healthcare facility reported that the pressure control of rd900aeu neopuff infant resuscitator was not working, thus the neopuff was not providing maximum pressure. No pt consequence was reported.

Manufacturer narrative:
An investigation will be carried out once we receive the complaint device. A follow up report will be provided.